Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a clot burden above and below the inferior vena cava (ivc) filter, requiring thromboembolectomy, phlegmasia of his lower extremities, extensive leg swelling and pain, and femoral venous thrombosis in his ivc and in his bilateral external and internal iliac and femoral veins. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The irretrievable filter subjects the patient to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, thrombosis and even death. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. From the information received per the medical records, the patient is a smoker (6 to 7 cigarettes per day); diabetic; and has hyperlipidemia. The patient¿s surgical history includes a left leg fasciotomy, right leg thrombectomy, coronary artery bypass graft, and appendectomy. Per the information received from the patients¿ medical records, it appears that the patient has a medical history of myocardial infarction prior to a coronary artery bypass graft (CABG) surgery. The patient also had deep venous thromboses seven times, which then required a trapease filter to be implanted. It appears that the same year, after implantation of the trapease, the patient suffered a cerebrovascular accident with residual left-sided weakness. Approximately one-year post implant, the patient underwent a CT angiography of abdominal aorta with lower extremity runoff. Per the radiology report, the trapease filter was unchanged. The radiology report also noted secondary findings of acute deep venous thrombus present in the bilateral iliac and femoral venous structures; bibasilar atelectasis; and extensive diffuse edema. Approximately three years after implantation, patient experienced a pulmonary embolism. Around four years after implantation of the filter, the patient was admitted to the hospital for chest pain. Per information received from the patient profile form (ppf), the patient suffers blood clots, clotting, and/or occlusion of the ivc. Patient states to also be suffering from severe fear, stress, anxiety and loss of enjoyment of life. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Blood clots and dvt¿s do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency hence leading to leg swelling/pain. Phlegmasia is an uncommon form of dvt which results from extensive thrombotic blockage of the major and collateral veins of the lower extremity. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There are many clinical causes of a cerebral vascular accident and the chest pain reported. Without medical records available for review, the clinical cause and any relation to the device is unable to be conclusively determined. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Bibasilar atelectasis is a condition that happens when a partial collapse of the lung(s) occurs. As stated above, without medical records available for review, the clinical cause and any relation to the device is unable to be conclusively determined. Clinical factors that may have influenced the reported events include patient, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of nervousness, unease and worry. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a clot burden above and below the ivc (inferior vena cava) filter, requiring thromboembolectomy, phlegmasia of his lower extremities, extensive leg swelling and pain, and femoral venous thrombosis in his ivc and in his bilateral external and internal iliac and femoral veins. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The irretrievable filter subjects the patient to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, thrombosis and even death. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. From the information received per the medical records, the patient is a smoker (6 to 7 cigarettes per day); is diabetic; and has hyperlipidemia. The patients surgical history includes a left leg fasciotomy, right leg thrombectomy, coronary artery bypass graft, and appendectomy. Per the information received from the patients medical records, it appears that the patient has a medical history of myocardial infarction prior to a coronary artery bypass graft (CABG) surgery. The patient also had deep venous thromboses seven times, which then required a trapease filter to be implanted. It appears that the same year, after implantation of the trapease, the patient suffered a cerebrovascular accident with residual left-sided weakness. Approximately one-year post implant, the patient underwent a CT angiography of abdominal aorta with lower extremity runoff. Per the radiology report, the trapease filter was unchanged. The radiology report also noted secondary findings of acute deep venous thrombus present in the bilateral iliac and femoral venous structures; bibasilar atelectasis; and extensive diffuse edema. Approximately three years after implantation, patient experienced a pulmonary embolism. Around four years after implantation of the filter, the patient was admitted to the hospital for chest pain. Per information received from the patient profile form (ppf), the patient suffers blood clots, clotting, and/or occlusion of the ivc. Patient states to also be suffering from severe fear, stress, anxiety and loss of enjoyment of life.

Manufacturer narrative:
As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of blood clots, pulmonary emboli, cholecystitis, nausea, vomiting, smoking, diabetes, hyperlipidemia and upper right quadrant pain. Surgical history includes left leg fasciotomy, right leg thrombectomy, mi, coronary artery bypass graft, and appendectomy. The filter was implanted prophylactically prior to laparoscopic cholecystectomy. It was placed below the level of the renal veins. After the implantation, the patient had a cholecystectomy. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a clot burden above and below the ivc (inferior vena cava) filter, requiring thromboembolectomy, phlegmasia of his lower extremities, extensive leg swelling and pain, and femoral venous thrombosis in his ivc and in his bilateral external and internal iliac and femoral veins. In the same year, after implantation of the trapease, the patient had a cerebrovascular accident with residual left-sided weakness. Approximately one-year post implant, the patient had a CT scan that showed acute deep venous thrombus present in the bilateral iliac and femoral venous structures; bibasilar atelectasis; and extensive diffuse edema. Approximately three years after implantation, patient had a pulmonary embolism. Approximately four years after implantation of the filter, the patient had chest pain. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc as well as stress and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, phlegmasia cerulea dolens and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the legs and leg pain do not represent a device malfunction and may be related to the underlying coagulation disorders. Chest pain, basilar atelectasis, pulmonary embolism and cerebrovascular accident are known potential adverse events for the ivc filter device. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the discovery form (df) states that the patient has a history of pulmonary emboli and cholecystitis. The form also states that the patient experienced bilateral lower extremity pain. The entire filter was filled with clots, clots extended above the filter and there was clot debris in the popliteal, superficial and deep femoral veins; common femoral veins; iliac veins and vena cava. The clotting required pharmacomechanical, mechanical thromboembolectomy and lytic infusions. As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, history includes dvt (deep vein thrombosis) x 7, blood clots, pulmonary emboli (pe), cholecystitis and abdominal pain with nausea, smoking, diabetes, cad, mi and hyperlipidemia. Surgical history includes left leg fasciotomy, right leg thrombectomy, coronary artery bypass graft, and appendectomy. The filter was implanted prophylactically prior to laparoscopic cholecystectomy. The filter was deployed below the level of the renal veins. After the implantation, the patient had a cholecystectomy. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a clot burden above and below the ivc (inferior vena cava) filter, requiring thromboembolectomy, phlegmasia of his lower extremities, extensive leg swelling and pain, and femoral venous thrombosis in his ivc and in his bilateral external and internal iliac and femoral veins. In the same year, after implantation of the trapease, the patient had a stroke with residual left-sided weakness. Approximately one-year post implant, the patient underwent a CT of the abdomen that revealed the trapease filter was unchanged. The radiology report also noted acute deep venous thrombus in the bilateral iliac and femoral venous structures; bibasilar atelectasis; and extensive diffuse edema. Approximately three years after implant, patient had a pe. Approximately four years after implantat, the patient was admitted for chest pain. Per the patient profile form (ppf) states that the patient experienced clotting of the filter, blood clots, clotting, and/or occlusion of the inferior vena cava with bilateral leg pain. The entire filter was filled with clots, clots extended above the filter and there was clot debris in the popliteal, superficial and deep femoral veins; common femoral veins; iliac veins and vena cava. The clotting required pharmaco-mechanical, mechanical thromboembolectomy and lytic infusions. Patient also reports severe fear, stress, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, phlegmasia cerulea dolens and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling of the legs and leg pain do not represent a device malfunction and may be related to the underlying coagulation disorders. Chest pain, basilar atelectasis, pulmonary embolism and cerebrovascular accident are known potential adverse events for the ivc filter device. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data section e3: occupation: other, litigation paralegal additional information received per the medical records indicate that the patient has a history of blood clots, pulmonary emboli, cholecystitis, nausea vomiting and upper right quadrant pain. The filter was implanted prophylactically prior to laparoscopic cholecystectomy.   The filter was deployed via the right femoral vein. It was placed below the level of the renal veins. After the implantation, the patient had a cholecystectomy.   Additional information received per the patient profile form (ppf) states that the patient experienced clotting of the filter, blood clots, clotting, and/or occlusion of the inferior vena cava. The patient became aware of the reported symptoms approximately nine months after the index procedure. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction to (product code).